Manufacturer narrative:
B.3. The date of event is unknown; awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from french to english: our care teams are experiencing problems with the following device: bidirectional valve reference mz1000. In fact, they contacted us following leaks during the assembly of central venous catheters. The latter would not hold well and would easily disadapt to the slightest movement of the patients.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: a mz1000 product was not available for investigation; however, the lot number was not available. The feedback provided by the customer states that, "leaks during the installation of central venous catheters. The valve would not hold well, and would easily become maladjusted to the slightest patient movement." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.